Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was diagnosed with methicillin-resistant staphylococcus aureus (mrsa) infection accompanied by bacteraemia. The physician decided to explant the entire cardiac device system including the pacemaker, right ventricular (rv) lead, and right atrial (ra) lead and proceed with implantation of a leadless pacemaker. The procedure was performed on (B)(6) 2025, and the patient remained in stable condition post-operatively.